Event description:
A malfunction was reported on the pump, and the customer noted that it had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.